Manufacturer narrative:
The reported event of lead not pacing was not confirmed. A complete lead with stylet inserted was returned in one piece. Electrical, x-ray and visual evaluations were normal with no anomalies found.

Event description:
It was reported the patient presented for implant procedure. During surgery, it was discovered the right ventricular lead failed to capture. The procedure was completed without the lead. The patient was in stable condition.